Manufacturer narrative:
Electrical tests were performed: no issue detected on atrial channel. The atrial setscrew with hexagonal cavity was found damaged. Normal lead tightening mark was observed. Threads of the setscrews are flattened. Atrial setscrew was also found completely screwed and visible in the cavity. According to the device analysis, the electrical atrial channel issue observed was due to an incorrect atrial lead connection avoiding correct contact between the atrial lead and the crt-d, most probably because the setscrew was screwed prior to full insertion of the lead tip. MDR correction: reporting decision updated to "similar to device marketed in us" as it is not currently registered.

Event description:
Reportedly, on 27-january-2026, while connecting the leads, impedance where above 3000 ohms for rv and ra. After multiple tries for rv lead, the continuity and coil were ok. However, it was impossible for ra. The ra lead was retried with psa and no problem detected. The implant was therefore replaced and everything went normal with the new implant.

Event description:
Reportedly, on (B)(6) 2026, while connecting the leads, impedance where above 3000 ohms for rv and ra. After multiple tries for rv lead, the continuity and coil were ok. However, it was impossible for ra. The ra lead was retried with psa and no problem detected. The implant was therefore replaced and everything went normal with the new implant.

Manufacturer narrative:
Device investigation is still ongoing, results will be provided on the next report.